Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing an infusion set, with a confirmed fingerstick of 406 mg/dl and sustained elevated glucose for a couple of hours; tubing flow was confirmed via ilet menu, no visible kinks or leaks were observed, and insulin delivery was resumed without device alarms or interruptions. Symptoms included high blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-monitoring and glucose trending down to 320 mg/dl and later 287 mg/dl without use of backup therapy, ketone testing, or professional medical intervention. Investigation included customer support troubleshooting and education regarding potential infusion site or cannula issues and confirmation of insulin flow through the tubing. Investigation of this case revealed that the cause of the hyperglycemia was not confirmed, with a possible infusion set or cannula occlusion or kink considered based on troubleshooting, although no definitive device or component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.